Event description:
It was reported that the catheter had been inserted for routine obstetric use. On removal of the catheter, it separated and a portion remained indwelling. It was decided not to remove the piece of catheter, and the patient was discharged without any complications.